Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as customer went into swimming with insulin pump, it exposed to moisture and had blank display. The customer states their blood glucose level was 544 mg/dl. The customer was assisted with troubleshooting foe blank display and declined troubleshooting for high blood glucose. Customer states the display was not blank less than 30 seconds or did not return. Customer states they remove the battery. Insert battery alarm did not display on the insulin pump screen. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states they performed self-test and display did not returned. The insulin pump will be and other devices will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted.